Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for thumbpress missing on lot # 9149939. Investigation summary: customer returned photos of a 1/2cc syringe. Customer states that the finger press piece was missing on the end. The photos were examined and exhibited a broken thumb press. Manufacturing (B)(4) will be notified of this issue. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200821462] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6), on 03 apr 2020, (B)(4) received a complaint, via a picture. Visual inspection of the picture found (1) syringe with a broken thumbpress. The thumbpress is broken off of the plunger rod. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod was missing the thumbpress. This was discovered before use. The following information was provided by the initial reporter: material no: 328468 batch no: 9149939. It was reported that the plunger rod was missing the thumbpress. I reached out over a week ago with no response. Unless I hear, I will contact the FDA and psa regards the following. I unsuccessfully attempted to use a syringe. It was defective. In other words, the end of the plastic plunger was deformed and the hole was missing for the finger press piece to fit into the end. Thus, the finger press piece was missing on the end and the plastic plunger could not be moved by hand.